Manufacturer narrative:
(B)(4). A visual examination of the guidewire revealed that the distal tip was kinked. The coil was found unraveled and stretched. The ball weld was detached from the distal tip and it was returned. The complaint is consistent with the returned guidewire that the guidewire coil unravelled. Additionally, the distal ball weld was detached, exposing the tip of the metal corewire. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in a procedure performed in the ureter on (B)(6), 2015. According to the complainant, during the procedure, the wire uncoiled while inside the patient. No part of the guidewire detached inside the patient. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed on (B)(4), 2016 that the distal ball weld was detached, exposing the tip of the metal corewire.